Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of dirty cable and damaged thread that was encountered at the edc service center, was confirmed. The unit was sent to the service center for preventive maintenance, where the mobile power unit ((B)(6)) was evaluated. During the system inspection, a dirty cable and damaged connector thread were noticed, and cable connector was replaced. All functional tests passed and the unit operated as intended. The discoloration of the cable and damaged thread did not affect the functionality of the unit. A root cause for the reported event cannot conclusively be determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Setup and use of the mobile power unit (mpu) with the heartmate ii lvas system are documented in the heartmate ii lvas patient handbook with mpu and heartmate ii lvas IFU with mpu. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The investigation results will be provided in final report.

Event description:
It was reported that the patient cable was discolored and connector tread was damaged. Patient cable was replaced.